Event description:
It was reported in the a journal article that a patient underwent an endometrial thermal ablation procedure for the treatment of menorrhagia. The patient's recovery was uneventful for the first five days, before onset of episodes of severe lower abdominal cramping that lasted 2 to 3 hours. Between these episodes, she was well. The episodes continued several times each day. On day 12, she was examined with no abnormal findings. The blood count revealed mild neutrophilia and elevated c-reactive protein. A diagnosis of endometritis was made with a treatment of augmentin. On day 19, she underwent a second look hysteroscopy which revealed the uterine cavity to be filled with a necrotic but intact leiomyoma which was retrieved transcervically. Inspection of the uterine cavity revealed a shallow, scooped-out region on the posterior uterine wall. Histology confirmed the diagnosis of an extravasated necrotic leiomyoma. The patient's symptoms were relieved almost immediately and her subsequent recovery was uncomplicated.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.